Manufacturer narrative:
(B)(4). G2: foreign: country: united kingdom h10: cat# 00877503603 lot# 3171535 bioloxâ® delta, ceramic femoral head cat# 00875201236 lot# 66125201 36mm i.d. Size kk elevated rim liner cat# 00875705601 lot # 66044089 56mm o.d. Continuum trabecular metal uncemented with cluster holes shell. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total hip arthroplasty approximately eleven months ago. Subsequently, the patient was revised one month after the initial surgery due to a periprosthetic fracture. The cup, head, and liner were revised. The stem remains implanted. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.